Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer had experienced this issue multiple times before. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.